Manufacturer narrative:
The field service engineer (fse) found that the vacuum line was disconnected from the luer lock at the probe rinse block. The fse reattached the vacuum line and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak at the probe of the unicel dxh 800 coulter cellular analysis system. The volume of the leak was about 2 ml and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.